Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the rim of the reservoir was cracked. The customer¿s blood glucose level was 191 mg/dl. The device will be returned for analysis.